Manufacturer narrative:
The follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent revision three years after initial right knee procedure due to loosening. Patient was experiencing pain. It was further reported that contributing factors to the adverse events were the patient had a cyst and two screws were placed under the baseplate once cemented. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of x-rays provided. Provided x-rays also showed areas of lucency between the implants and the bone cement; however, it was also noted that there did not appear to be an issue with the amount of cement used. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in the associated risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Medical products: persona femur cemented posterior stabilized cat#:42500006802, lot#:62425847. Palacos bone cement cat#: 00111214001, lot#: 77574367. Articular surface fixed bearing posterior stabilized cat#: 42511401011, lot#: 62635185. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product has been discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports:3007963827 - 2017 - 00278, 0002648920 - 2017 - 00726, 0001822565 - 2017 - 08164. Product location is unknown.

Event description:
It was reported that a patient underwent revision three years after initial right knee procedure due to loosening. Patient was experiencing pain.